Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer complained of erroneous results for 1 patient sample tested for carcinoembryonic antigen (cea). The erroneous results were reported outside of the laboratory. The initial cea result was 600 ng/ml. The sample was diluted manually x10 and automatically diluted x400 and the result was 510,000 ng/ml. Both results were reported outside of the laboratory. It was noted that the high results for cea match the physical condition of the patient. No adverse event occurred. The e602 analyzer serial number was not provided.

Manufacturer narrative:
The sample was submitted for investigation. The customer's values were reproducible. The most likely root cause is due to a high dose hook effect due to the high cea concentration in the sample. The cea concentration is above the high dose hook concentration of 200,000 ng/ml.